Manufacturer narrative:
A customer from (B)(6) had reported to biomérieux a discrepant phenotype for an escherichia coli sample in association with the vitek® 2 ast-n233 test kit. The customer had obtained an esbl phenotype when testing an e. Coli isolate on vitek 2 ast-n233 cards. Alternate testing on mueller hinton with and without cloxacillin was esbl negative. An internal biomérieux investigation was performed using the strain submitted by the customer. On vitek 2 (v7.01 casfm eucast 2016 + phenotypic), ast-n233/xn05 cards were tested with two (2) different lots (customer lot 6330343103/1480243203, cl and random lot 6330336203/1480327103, rl). Results obtained: aes phenotype "esbl" with both lots tested with a positive esbl test. Vitek 2 ast-n340 card (2- random lot 7800341103) tested in parallel: aes phenotype "hl cephalosporinase (ampc), esbl" twice. This strain produces at high level ampc and an oxa-1. Without specific tests of detection of mechanism of resistance, it is impossible with a standard antibiogramme to detect this phenotype and to differentiate it from an esbl. The strain can be classified as an atypical strain due to its resistance profile.

Event description:
A customer from france reported to biomérieux a discrepant phenotype for an escherichia coli sample in association with the vitek® 2 ast-n233 test kit. The customer stated the inoculum was pure and the purity box for the n233 + exn5 test was used. The sample was twice tested with the ast-n233 card and the result was an esbl (extended spectrum beta-lactamase) phenotype. The customer then did the test twice with an ast-n340 card and the phenotype was cnh, esbl. The customer then verified the esbl on mueller hinton agar, and it was negative. The customer reported that no incorrect result was reported to a physician and that patient results and treatment were not impacted. The customer stated there was a delay greater than 24 hours for reporting results. A biomérieux internal investigation will be initiated.